Event description:
Information received regarding the explanted device notes that one day post implant, the device exhibited high ventricular thresholds. The patient had "bad angina" in the evening and a diaphragmatic twitch at higher output settings. Two days post implant, the pocket was opened and blood was noted in the connector header and in the leads. No obvious damage was visible. The device was replaced.